Event description:
The customer reported via phone call that the battery life for the insulin pump ends quickly. It was stated that the battery lasted 6 to 8 days. The blood glucose reading was 174 mg/dl.

Manufacturer narrative:
The insulin pump had no unexpected low battery life anomalies noted. The unit passed the displacement test and off no power test. The operating currents were within in specifications. There was moisture damage noted on the lcd board. The insulin pump had minor scratches on the lcd window, scratches on reservoir tube window, cracked reservoir tube lip, reservoir tube and battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.